Event description:
The medical center had a 5.5 impella placed to replace/escalate care from the impella cp. After 19 days the pump stopped. The pump stop occurred after a purge sidearm leak was attempted to be troubleshot by bypassing it. The pump stop occurred beyond indicated use, however the event is reportable for the full support pump.

Manufacturer narrative:
The medical center discarded the impella pump product at the time of explant. The data logs and clinical report alone were analyzed to achieve root cause determination. The cause of the pump stop was most likely blood ingress as a result of a broken purge sidearm due to sodium bicarbonate in the purge solution. The failure mode will be monitored and trended. A CAPA is open for the failure. Of note in the IFU: ¿impella stopped if the impella catheter has stopped suddenly: try to restart the catheter at previous p-level. If the impella does not restart, try to restart at p-2. If the impella does not restart or stops again, wait 1 minute and try to restart again. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿